Manufacturer narrative:
H3: the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone after 14 years of implantation which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "loosening - tibial" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical products : three peg patella 29mm (cat# 200-02-29). Ps tibial inserts sz 1, 9mm (cat# 204-21-09). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 14 yrs postop the initial rtka, the female patient had her tibia revised due to loosening. The patient received a new truliant revision tibia size 1, 10 x80 blasted stem, 10 mm tibial augments and a size 11 insert. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital discarded the implants.